Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an accidental device failure occurred on the circuit board, resulting in the impairment of the 180-scope detection mechanism and no longer displaying the image.

Manufacturer narrative:
The device was evaluated by olympus and it was determined no image was present due to a defective patient board.

Event description:
Upon evaluation of an olympus, cv-190, evis exera iii video system center, returned to olympus for repair by a user facility, it was found that no image was produced. The user facility did not specify a problem when returning the device to olympus. There was no patient injury or harm, associated with the problem, reported to olympus.